Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported while servicing the ventilator, the device diagnostic log indicated a restart while in ventilation mode. The customer reported there was no patient involvement.